Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant attempt, the atrial lead pin could not pass to the end of the connector. The physician unscrewed the pin and tried again two more times to secure the lead without success. The device was not used and a new device with implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary - the device was returned and analyzed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. (B)(4).